Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator goes into standby mode by itself. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator goes into standby mode by itself. The customer reported that while the device is in high flow therapy (hft) mode, the device went into standby twice by itself. Onsite service was requested.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was reported in the servicemax record, that the work order was cancelled, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.